Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaw appeared to be in alignment and the clip retainer and push fork were present and in position. Upon evaluation, the seven remaining clips were fired from the device. The trigger was easy to operate and the clips loaded properly and were fired at normal speed. Clips one and five had proper pinch but were slightly scissored. All of other clips had proper pinch and alignment. After the last clip was fired, the locking mechanism engaged as intended. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that the device misfired, did not release, ripped a blood vessel. No other info was received. Additional info has been requested. A follow-up report will be sent if additional info is received.